Event description:
It was reported that the customer had low blood glucose levels of 49 mg/dl. The customer treated with glucagon and ate fruit. The customer reported a bad sensor alarm from the insulin pump. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.